Event description:
Trauma one instruments/plates/screws set was being used on a patient when 2.0mm x 6mm cortical screw broke in the patient's mandible. The broken screw had to be taken out from the patient's mandible.